Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient thought they were having surgical pain but upon further inspection noticed the neurostimulator (ins) area was candy apple red and huge, swollen. Patient stated she went to the hospital and received IV antibiotics over the weekend. It was reported the swelling went down after this. Patient stated she informed the healthcare provider. No further complications were reported/anticipated.